Event description:
Additional information was received indicating the patient is being scheduled for explant of the vns lead and generator because of the previously indicated lead fracture, the patient's mother feels the vns did not provide benefit, and the mother reportedly does not like the appearance of the lead as it was protruding beneath the skin. The patient's physician feels the vns was beneficial for the patient. The protrusion was believed to be related to the placement of the lead during surgery and per the neurologist is "normal." Surgery has not occurred at this time but is likely.

Event description:
Additional information was received indicating the patient had her vns generator and a portion of the lead explanted on (B)(6) 2012. The electrode portion of the lead remains implanted. Attempts for the return of the explanted products were unsuccessful as the site indicated they had been discarded.

Event description:
It was reported on (B)(6) 2012 that a vns patient has high lead impedance which was first observed on (B)(6) 2012. The specific test results were not provided. X-rays were taken and sent to the manufacturer for review. The lead pin was verified to be fully inserted into the generator cavity. There were two sets of electrodes present (one from a previous vns device) and there was a lead fracture seen however due to the location it was unclear if this was from the previous electrodes or from the electrodes that are currently delivering stimulation. Good faith attempts to obtain additional information were unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted devicex-rays reviewed by the manufacturer, a lead discontinuity was seen however it is unclear which set of electrodes it belonged to.device failure is suspected, but did not cause or contribute to a death or serious injury.